Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an adverse event where the patient was found unresponsive at 17:50 on (B)(6) 2018. The patient was resuscitated and moved to the ICU, where the patient expired that evening. The customer was unsure if the piic ix had alarmed either visually or audibly to alert staff of the patient's condition. An investigation is needed to ascertain whether any philips device caused or contributed to the adverse patient event.

Manufacturer narrative:
Based on the investigation, there is no data to support a mx40 or piic ix malfunction. Per the product support engineer, the piic clinical audit log does show that the piic provided ongoing alarms for changes in the patient¿s condition leading up to the event. The alarms provided included heart rate limit violation alarms, *afib alarms, pvc alarms, and xtachy alarms. The clinical audit log shows that the mx40 (label 208-01) went offline at 17:25 on (B)(6) 2018. This was due to the device powering down when battery power was depleted. The clinical audit log also shows that battery related technical inop alarms were provided as the batteries were depleted.